Manufacturer narrative:
E8 were found in the history. A power interrupt (e8) may occur if a new battery is inserted without putting the insulin pump into stop mode first or if the power supply of the insulin pump was shortly interrupted because of a mechanical impact. There is an interrupt between the contact clasps and the battery contacts because of flat pressed contact clasps. By manually rotating the pump case, the pump restarts or switches off immediately. This damage occurs if the pump is dropped or receives another mechanical impact.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, the patient's infusion device, while in run mode, switched off and back on again without providing any error message. The patient anticipated the device displaying e8 (power interrupt), but it did not. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.